Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and ams monarc were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, enterocele and sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, dyspareunia, and vaginal scarring. It was reported that patient underwent exploration with excision of sling material and urethral dilation due to mesh failure along with an infected vaginal sling on (B)(6) 2009. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6).